Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch. Attached to the device was a small barcode label from the lot number provided in the report. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with approximately 5.5 cm of the balloon and tip cut from the device and was not included in the return. A visual examination of the remaining material balloon did not show a rupture/split or pinhole. The catheter was observed to be kinked approximately 38.5 cm from the base of the white strain relief and an unknown reddish substance was also observed on the balloon. Due to the condition of the returned device a full functional evaluation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation, the distal end of the device had been cut and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A leakage can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal endoscopy, the physician used a cook hercules 3 stage balloon esophageal. It was reported [that] the balloon popped at about 4 atm when inflated [subject of report]. Device was evaluated on 18aug2025. Approximately 5.5 cm of the balloon/distal has been cut from the device and was not included in the return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.